Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing set during their pd treatment. The patient reported receiving a pump a vs. B volume error during fill 1 of 3 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset up treatment with new supplies. Upon follow up, it was confirmed that the leak occurred in the cassette tubing but was not sure what caused the leak or exactly where it was coming from. The patient also confirmed that there was no fluid that came in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up treatment on the day of the event and was able to complete treatment without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing set during their pd treatment. The patient reported receiving a pump a vs. B volume error during fill 1 of 3 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset up treatment with new supplies. Upon follow up, it was confirmed that the leak occurred in the cassette tubing but was not sure what caused the leak or exactly where it was coming from. The patient also confirmed that there was no fluid that came in contact with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up treatment on the day of the event and was able to complete treatment without further issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.